Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that on (B)(6) 2024, an 11-year-old male child patient's infusion set fell off during use and this issue occurred with one infusion set. The patient's blood glucose level was 135 mg/dl. Moreover, the infusion had been used for 12-20 hours. Further, they changed the infusion set and resumed insulin deliveries successfully. No further information available.